Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 106 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) at the end of therapy on the homechoice machine (hc). The home patient (hp) stated that he remembers feeling bloated (B)(6). The hp also stated he remembers drain 6 being over 6000ml and his fill volume is 2500ml. The technical service representative (tsr) advised the hp to contact their peritoneal dialysis nurse about the high drain alarm. The nurse was contacted on (B)(6) 2012. The nurse stated that the home patient(hp) did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. There was patient involvement.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter?s investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of iipv was confirmed in the event history log review. The device was tested and passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The device was determined to meet specification relative to the complaint of high drain volume. The cause was one or more cycles advances to next fill when slow/no flow occurred above the minimum drain volume threshold.